Event description:
Pt was washing his hair in the shower while seated on the stool when both rear legs bent outward. He and the bench fell backward onto the titled shower floor. He did not seek medical treatment but reports the fall aggravated a previous back injury.